Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. The patient reported that he broke his permanent prosthesis while eating. He visited his general dentist to evaluate and fix prosthesis, and it was determined that the implant was broken. The patient was then sent to office for evaluation. On (B)(6) 2026, implant fracture was verified. According to the information, the patient is healthy. Observed during the event: implant fracture. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.